Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support and customer declined to continue troubleshooting. Customer changed pump supplies to address the issue. Customers blood glucose was 220 mg/dl.